Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, it was difficult to make an incision at the target site. The cables were check and no issues were found, therefore, it was thought to be the cutwire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, it was difficult to make an incision at the target site. The cables were check and no issues were found, therefore, it was thought to be the cutwire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no damage to the working length of the device, and the cut wire was intact, but the distal end was blackened from use. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. When bowing the device, the working length tensed/coiled preventing the device from bowing. However, after straightening extrusion the device tip bowed past the 90 degree minimum bowing specification. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was not consistent with the complaint that the device was unable to cut. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Result - no failure detected; the alleged failure could not be duplicated, however, the device was unable to bow initially.